Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the midface with 4 ml of juvéderm volbella with lidocaine, and in the nasolabial folds with juvéderm ultra 3 and juvéderm ultra 4. A lumping appeared in the right under eye area. It was ¿removed, as per histology hyaluronic acid granuloma. Two and a half months later, all the injection sites were inflamed: internal and external orbital bone edge, midface. Six days later, a lumping appeared in the right internal eye corner. The patient was prescribed physiotherapy and diprospan. The patient was treated with hyaluronidase 7 times. The treatment was effective with the midface but not the nasolabial fold. The patient was prescribed metipred and detralex. The event is ongoing.

Event description:
Additionally, the health professional reported that during treatment, the patient was hospitalized with non-device related ¿thrombosis,¿ that was cured. The events resolved, ¿and there are sites of the filler visualization remains.¿

Manufacturer narrative:
Clarification h6: clinical code(s): e2402 to capture event of ¿thrombosis." The event of thrombosis (not device related) is considered an unexpected adverse drug experience.